Event description:
It was reported that this patient received an electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while lying in bed. Technical services (ts) analyzed device episode data and determined that this shock looked inappropriate because there was myopotential noise and oversensing during the episode. The system was programmed to the secondary vector. There was a previous episode with an inappropriate shock while in primary vector as well. Patient went to the hospital but was not admitted. While in the hospital, isometric testing was performed where the noise was reproduced. Ts provided troubleshooting including further testing. It was noted that the doctor elected to turn off tachycardia therapy for this device and have the patient wear a defibrillation vest. Device revision will be scheduled in the future. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this patient received an electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while lying in bed. Technical services (ts) analyzed device episode data and determined that this shock looked inappropriate because there was myopotential noise and oversensing during the episode. The system was programmed to the secondary vector. There was a previous episode with an inappropriate shock while in primary vector as well. Patient went to the hospital but was not admitted. While in the hospital, isometric testing was performed where the noise was reproduced. Ts provided troubleshooting including further testing. It was noted that the doctor elected to turn off tachycardia therapy for this device and have the patient wear a defibrillation vest. Device revision will be scheduled in the future. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this electrode was explanted due to poor lead placement and replaced with a new s-ICD system. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.